Event description:
It was reported that during a routine follow up the battery of this device showed three months remaining. During the last device check in (B)(6) 2024 the device battery showed two years and six months remaining. The physician was not happy with the performance of the longevity of this device. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a routine follow up the battery of this device showed three months remaining. During the last device check in (B)(6) 2024 the device battery showed two years and six months remaining. The physician was not happy with the performance of the longevity of this device. Technical services (ts) reviewed the device data and noted that although the device appeared to be depleting normally the voltage of this device dropped below the nominal expectations resulting in a rapid change in the longevity projection. Due to the unpredictable behavior of the battery ts recommended replacing the device within the next sixty days. No adverse patient effects were reported. The device remains implanted.